Manufacturer narrative:
Based on the results of the investigation, analysis of the components revealed that the foreign matter consisted of silica and organic silicone originating from the cleaning solution, as well as human-derived protein. The silica and organic silicone are not materials inherent to the endoscope but are associated with the cleaning solution (such as defoamers), while the protein is of human origin. Possible causes of foreign-matter adhesion include insufficient preliminary cleaning and rinsing, as well as inadequate drying due to buttons not being removed during endoscope storage. However, the root cause of why the foreign material remained in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: instruction manual: operation section, ¿chapter 3: preparation and inspection_3.8 inspection of combination functions with related equipment¿ ¦ inspection of air supply function, ¦ inspection of objective lens surface cleaning function we have confirmed that this event can be prevented by following the IFU below. Instruction manual: disinfection/cleaning/sterilization section, ¿chapter 5, section 5: cleaning of external surfaces,¿ ¿chapter 5, section 5: manual cleaning of endoscopes and accessories,¿ "chapter 8: storage and disposal" should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed foreign objects in its plastic distal end cover, air/water nozzle, objective lens, forceps channel, and auxiliary channel. There was no patient involved.